Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately erratic when performing consecutive blood glucose tests. The complaint was classified based on additional information obtained by the medical surveillance specialist on (B)(6) 2012. The patient stated that the alleged issue began on the morning she contacted lfs, between 7-8 a.m. The patient reported obtaining back to back blood glucose (bg) results of "124 mg/dl and 127 mg/dl" with the subject meter. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 20% and/or <= 20 mg/dl. The patient mentioned that she tests her bg every morning when she wakes up (usually between 7-8 a.m.) And then two hours after consuming breakfast. The patient stated that her bg is normally less than 100 mg/dl when she wakes up and between 100-130mg/dl after consuming breakfast. The patient informed that mss that she manages her diabetes with diet and exercise and does not take medication for her diabetes. The patient reported becoming "shaky and emotional" about an hour after she obtained the alleged inaccurate erratic results. The patient stated that she made an appointment with her health care provider at the onset of symptoms because she did not know if the symptoms were related to a high or low bg, since she is a newly diagnosed diabetic. At the time of her appointment the hcp tested her bg and a result of "121 mg/dl" was obtained on the hcp's meter. The patient's hcp did not administer treatment but advised the patient to consume 2 tablespoons with peanut butter along with a light meal to treat the symptoms. The patient stated that she followed the doctor's advice around noon on the day of the alleged issue and stated that she felt better within an hour. At the time of troubleshooting the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measurement and that the patient was using an approved testing. The two results being compared were within of lfs specifications for precision testing. Replacement product was sent to the patient. This complaint is being reported because the patient claims she obtained inaccurately erratic readings on the subject meter, developed symptoms suggestive of a serious injury and was seen by her hcp as a result of the alleged issue. In addition, the patient reported treating her symptoms by consuming food, per her hcp's advice at the time of her appointment.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product anylysis on (B)(6) 2012 and the test strips were returned and evaluated on (B)(6) 2012 with the following fingings: the meter and test strips have passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time lifescan considers this matter closed.